Event description:
The customer reported that the front port on his olympus evis exera iii video system center had a broken video connector tab. According to the initial reporter, this issue discovered while the subject device was in the operating room. Additional details relating to the patient and the event have been requested but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video socket connector had a defective latch that was failing to properly secure the scope video cable, this will require replacing. Additionally, the front panel was found cracked and will require replacing as well. The unit needs updated software installed. No image was present when testing with 180 series scopes due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. However, it is possible the cause is related to a change in the design of the operational amplifier circuit of the dr board (printed circuit board) before the design change was applied, but it has not been identified. It was confirmed that the dr board design was changed on (B)(6) 2018. Olympus will continue to monitor field performance for this device.